Event description:
On (B)(6) 2013, the lay-user/patient contacted animas alleging she had high blood glucose above 600 mg/dl this morning due to a 3 inch air bubble in the infusion set tubing. The air bubble issue was resolved when she changed the infusion set and cartridge. During troubleshooting, the patient confirmed there was no product misuse. The issue was not resolved with training. The animas was replaced and requested back for investigation. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while there was an issue with air bubbles involving the infusion set and cartridge.

Manufacturer narrative:
Device evaluation: the returned cartridge was evaluated by product analysis on (B)(4) 2012 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.